Event description:
The customer received questionable d-dimer results for one patient. The same sample tube also had testing for a comprehensive metabolic panel and no other assays were affected. All results are in ug feu/ml. The original result was 10.28 with a data flag. The instrument performed an automatic rerun using a decrease sample volume and the result was 2.53. The customer repeated the same sample and the result was 10.31 with a data flag. The automatic rerun result using a decrease sample volume was 2.75. The technical support specialist advised the customer to manually dilute the sample 1:2 and the result was 2.13, which calculated as 4.26. The customer observed the reagent cassette had less than 10 tests remaining. He discarded the cassette and replaced it with a new cassette of the same lot number. With the new reagent pack, the result was 33.05 with a data flag and the automatic repeat result with a dilution was 1.88. The customer repeated the sample a second time with a result of 34.47 with a data flag and an automatic repeat with dilution result of 1.76. The customer had another heparinized plasma sample from the patient drawn for a troponin t, which they tested with a result of 30.09 with a data flag and an automatic repeat with dilution result of 1.33. No results were reported to the physician and no adverse event occurred. The customer stated, she did not know which results were correct and would report the result as not valid due to interference in sample and would discuss with the physician. The d-dimer reagent lot number was 66430001 with an expiration date of 08/31/2013. The customer refused a service dispatch and stated the questionable results were due to interference in the patient sample and not related to an analyzer/reagent issue.

Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of patient information and the fact that the patient sample could not be provided for investigation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.